Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Cancer(ndr): not applicable as the event is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. One opening in posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Patient reported left side "bilateral exchange from textured to smooth implants due to concern with the product." Patient also reported "melanoma;" this event is not device related. Later healthcare professional reported " capsular contracture baker grade iii." Device has been explanted.